Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with fluid in the inflation lumen. The tip, balloon, hypotube, inner and outer shaft were microscopically and tactile inspected. Inspection revealed; a burst in the balloon material (14 mm in length), tip damage, kink in the hypotube (38 cm from the tip) and inner damage (stretched and flattened) located in the balloon area (approximately 16 mm in length). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13sep2017. It was reported that difficulty crossing the lesion occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.